Event description:
It was reported to philips that the flexvision computer was unable to boot, stalling the system boot at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. The issue persisted even after rebooting the system. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse identified malfunctioning of the flexvision pc. The defective flexvision pc was returned for analysis, and it confirmed that the cmos battery was too low, causing the malfunctioning of the flexvision pc. To resolve the reported issue, the fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.